Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to blood glucose. Customer was feeling sick. Customer¿s blood glucose at time of incident was 441 mg/dl. Customer¿s current blood glucose was 345 mg/dl. Time and date of hospitalization was (B)(6) 2017. The customer reported the following symptoms related to their high blood glucose was nausea, vomiting, dry mouth, tired, headache, thirsty frequent urination. Nature of treatment. Findings was visit to emergency room currently. Cause of hospitalization per hcp was hyperglycemia. Outcome of the hospitalization was IV fluid, zofran, insulin injected. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.